Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2006 (B)(6). (B)(4).

Event description:
It was reported that after the patient's valve replacement procedure, it was noticed that the right atrial (ra) lead was not capturing. An x-ray showed that the atrial lead had dislodged. The original implanting surgeon had sutured the lead to the atrium's lateral wall which prevented the physician from repositioning the lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.